Event description:
Cd1200 reported the following results for a pt specimen: platelets = 794,000. Wbc = 0.4k/ul. Pt was admitted to the hosp due to low wbc. The hosp system (unknown) confirmed the wbc results, however, the platelet result on the hosp system was 3000. Treatment for low platelet was delayed due to initial cd1200 result. Due to confidentiality, the physician is unwilling to provide current status of the pt or any details on treatment(s).